Event description:
It was reported by service report that the fowler was drifting. Customer reported that there was patient involvement. However no adverse consequences are reported.

Manufacturer narrative:
Results: fowler motor and clutch assembly.